Event description:
A supplemental report is being filed as additional information was received indicating that analysis result showed right atrial (ra) lead resistance measured normal and had passed the hipot test indicating no electrical shortage between conductors. Also, a complete lead was returned and setscrew mark was noted in correct location. There is no change on the MDR decision. No additional adverse patient effects were reported. Boston scientific received information that this right atrial (ra) lead had unknown non product experience. Additional information indicated that this ra lead was extracted due to unsuccessful defibrillation threshold (dft) test. This ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that during analysis the lead resistances measured normal and had passed the hipot test indicating no electrical shortage between conductors. Also, the lead setscrew mark was noted in correct location. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right atrial (ra) lead had unknown non product experience. Additional information indicated that this ra lead was extracted due to unsuccessful defibrillation threshold (dft) test. This ra lead was explanted. No additional adverse patient effects were reported.